Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they has been having issues with the communicator for quite a while now. Last night they kind of came to a head. When they plugged in the communicator to charge it starts to charge and then stops charging. They check the battery status and it is at 40% and they plugs it back in and it starts charging and the lights go out and it isn't charging any longer. It is almost like it thinks it is 100% charge when it is only 40%, 50%, or 60% charged. After of not using the communicatorit will be dead. It seems to him like the charge should last a week without being plugged into a charger even though it is turned off. They will go to use it after one week of not using it and it will be dead. The battery in the neurotransmitter had died and shut itself down last night. Patient was charging himself but they needed the communicator to turn on the stimulator on again. They wentto use the communicator and it wouldn't turn on. Eventually it did and started working again.  Patient's tremor is pretty horrible when they don't have the dbs on. The communicator had been sitting on a charger. Patient pressed and held the power button for a long time and tried to see if it did anything and no lights came on. The issue was not resolved through troubleshooting. A message was sent to the repair department to replace the communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.